Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications on this day. The treatment report shows opaque bubble layer. Obl is a temporary whitening of the cornea resulting from femtosecond laser¿generated intracorneal gas that cannot escape during flap creation. It is a known side effect and can occur with the use of the femtosecond laser. Obl may absorb, reflect or block the femtosecond laser energy, and the obl¿s density may be a potential factor causing an incomplete flap. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported subepithelial bubbles during a patients lasik flap creation. After further review of the event it was noted that an incomplete cut occurred in the area of the bubbles. Additional information has been requested.